Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, the pump was unable to power on, duplicating the power issue. The black box was not able to be downloaded. A visual inspection of the pump confirmed moisture damage behind the display lens. A leak test was performed and revealed a leak from crack between the display lens and case seal. The pump¿s cover was removed and moisture damage was observed to the internal components of the pump. The complaint of the no power issue was confirmed during investigation due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was moisture behind the display and in the battery compartment and the pump would not power up. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.